Event description:
It was reported that the device was powering itself off. The device was reported to have been plugged into ac power and have batteries installed at the time of the reported failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has recommended replacement of the batteries in the device as the customer stated that their batteries weren't functioning properly. Physio-control has ordered replacement batteries for the customer. The device has not been returned to physio-control for evaluation.